Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume 2.5 folfusor ruptured. This was identified during filling. The device was filled with an unspecified amount of 5-fu. There was no patient involvement. No additional information is available.